Event description:
It was reported the patient had an infection at the implantable neurostimulator (ins) location and a probable infection at the extension level. The ins and extensions had been explanted. The patient showed initial infections signs, so their healthcare professional had prescribed antibiotic therapy. The type of infection was unknown and it was unknown if cultures were taken. The date of onset/diagnosis of the infection was (B)(6) 2014. Follow up with the manufacturing representative indicated the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708695, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).